Manufacturer narrative:
Patient information was not made available from the site. In trouble-shooting at the site, the medtronic representative was able to replicate the reported issue. The emitter had difficulties picking up the patient tracker when it was placed on the opposite side of the head as the emitter. The emitter details showed little metal interference. The medtronic representative noted that the emitter had difficulties tracking outside of 5 inches. - return requested. Replacement mobile field generator shipped to site 09/30/2016. Medtronic investigation of returned suspect mobile field generator finds that when connected to a test system for a multi-hour burn-in test, the system remained in green status during all testing. Failed the accuracy test with an error of 3.232 millimeters. Flexing the cable does not indicate any intermittent opens. Electrical failure. - hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. - on 09/30/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Axiem emitter malfunctioning. On 10/03/2016 emitter replaced. Issue resolved. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, and during registration they were unable to collect green points on the lateral side, opposite the emitter. The surgeon attempted several registration patterns, however, the opposite side contained several yellow and red points. The surgeon completed a successful registration and continued the procedure to completion using the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date is 12/10/2009.